Event description:
A customer reported during a cataract extraction with intraocular lens implant procedure that the irrigation stopped. The surgery was completed with an alternate system. There was no pt impact reported. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).